Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the scissors were sticking in the shaft. The same unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval, it will be difficult to confirm the reported problem.